Manufacturer narrative:
(B)(4): macroscopic examination found the superior dynamic jaw severely bent, consistent with bend stress overload. Observations are consistent with misuse due to inappropriate technique. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the tip of the instrument was broken during use. No patient complications were reported.